Event description:
As reported, during a tep procedure the inner package of 3dmax light mesh was noted to be damaged. Another 3dmax light mesh was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, the inner package of 3dmax light mesh was noted to be damaged (tear). Review of the photo provided confirms a tear/hole on the back side of the tyvek package. Review of the photo does not assist in determining root cause. Based on the not having the sample to evaluate, no conclusions can be made. As reported the physical sample is being returned for evaluation. When/if the sample is returned a supplemental MDR will be submit to document the results of the sample evaluation. Review of manufacturing records shows the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in march 2023. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a tep procedure the inner package of 3dmax light mesh was noted to be damaged. Another 3dmax light mesh was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, the inner package of 3dmax light mesh was noted to be damaged (tear). Review of the photo provided confirms a tear/hole on the back side of the tyvek package. Review of the photo does not assist in determining root cause. Based on the not having the sample to evaluate, no conclusions can be made. As reported the physical sample is being returned for evaluation. When/if the sample is returned a supplemental MDR will be submit to document the results of the sample evaluation. Review of manufacturing records shows the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in march 2023. Addendum: this supplemental MDR is submitted to document the sample evaluation results. Evaluation finds that there is a small tear on the backside of the pouch. This was the last pouch remaining in the 3 pack with the other 2 units having been used with no issues. Based on the evaluation performed the root cause is not confirmed as manufacturing related. While a definitive root cause could not be determined the defect could be the result of additional handling activates during the over labeling process or end user handling. Exactly when the damaged presented cannot be determined. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.